Event description:
The reporter stated that her brother had been getting er1 readings on his meter. They have had a hard time putting blood on the strip. They were not looking at the confirmation dot and the color chart on the test strip vial. He did not seek any medical treatment.